Event description:
It was reported that the drill did not fit into the contra-angle.

Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Product return is requested and will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Manufacturer narrative:
Correcting UDI # from (B)(4). Correcting catalog # from 26061 to 26060. Correcting lot # from 534622 to unk. This is a follow up report for this corrected information.